Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in april of 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned in the closed position and the jaw pivot pin is slightly recessed into one side of the outer tube assembly, we are able to validate this complaint. We are unable to determine what caused the jaws to become slightly loose and misaligned in the closed position and for the jaw pivot pin to become slightly recessed into one side of the outer tube assembly but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer s this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The user had difficulty in loading a clip during a laparoscopic colectomy. He/she checked the jaws of the applier and found them mis -aligned. Therefore, another applier was used instead.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The user had difficulty in loading a clip during a laparoscopic colectomy. He/she checked the jaws of the applier and found them mis -aligned. Therefore, another applier was used instead.